Event description:
Additional information was received from the clinic that they opted to not bring the patient into the office for evaluation. The physician will continue to monitor the lead measurements via the remote home monitoring system. No adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.